Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested assistance from tandem technical support (cts) to change the pump basal rate. Customer¿s blood glucose was 49 mg/dl. Reportedly, customer was on a weight loss program and insulin usage had gone down. Cts assisted the customer with changing the basal rate.